Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed, concentric target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending (lad) artery. Following pre-dilatation with a 2.5x12 non bsc balloon catheter, a 3.00x16mm promus element¿ plus drug-eluting stent was advanced to treat the lesion but failed to cross. When the device was attempted to be removed, it was noted that the stent struts were damaged. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.